Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction customer loaded a new cartridge to resolve the issue. Reportedly, the malfunction alarm reoccurred. The customer reverted to manual injections and also contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.